Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a shock impedance increase since implant from 40 ohms to 119 ohms. Oversensing had also been noted recently. Isometrics were performed but results were negative. A lead revision was scheduled. Additional information was received that the lead was repositioned due to dislodgement. The physician suspects the patient was a twiddler. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided